Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. No additional information was available. Additional information was received that, the spinal cord stimulation (scs) system was explanted, due to the patient lost about 70lbs and presented charging issues. The patient is doing well post operatively and has good coverage. The device will not be returned as it was disposed per facility.